Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter had missing segments on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.